Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The returned device analysis observed a damaged soft tip and the shaft was bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the damaged soft tip appears to be related to procedural conditions and the bent shaft was likely due to post procedure shipping and handling. There is no indication of a product issue with respect to manufacture, design or labeling. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the observed steerable guide catheter soft tip deformation. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully. To further reduce mr, a second clip was advanced. During initial opening, the clip did not open, the clip was unlocked again and was continued to be used. When the clip was in the left atrium, the clip jumped open to 100-120 degrees, the clip was attempted to be closed, however it only closed to 60 degrees. The arm positioner felt loose, and the clip did not close any further. The clip was inverted and was retracted to the tip of the steerable guide catheter (sgc). The clip arms broke off into the iliac vein. The sgc and cds were removed together. A cut down was required to retrieve the broken clip arms. The patient's blood pressure dropped due to the cutdown procedure. The procedure was aborted, post procedure mr grade is 1. There was no clinically significant delay in the procedure. The patient is in good condition. No additional information was provided. User facility medwatch report# mw5090364 was received providing the following information: pt in cath lab for mitraclip procedure. First clip deployed successfully. During deployment of second clip, clip malfunctioned by not closing completely. Attempted to remove clip through guide catheter. Unable to pull clip into guide completely because clip inverted due to inability to close completely. Guide and clip pulled into right femoral vein. When guide removed, clip remained in femoral vein. Pt taken to operating room for clip removal. The sgc was also returned. Returned goods lab noted the sgc soft tip was deformed and the shaft was bent.